Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A g7 osseoti 3 hole shell 52mm was returned and evaluated against the complaint. Visual inspection found light scratching on the inner radius of the shell. 1 hole plug has not been removed. The hex features shows signs of being stripped. Complaint sample was evaluated and the reported event was not confirmed. Review of the device history records identified no related deviations or anomalies during manufacturing. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that one of the screw hole plugs could not be removed from the shell. No adverse events have been reported as a result of the malfunction and additional information on the reported event is unavailable.